Event description:
It was reported that the patient underwent a gynecological surgery on (B)(6) 2006 to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05327. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced bleeding and dyspareunia. No additional information was provided. (B)(4) - dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. The patient underwent mesh implantation in order to treat an anterior vaginal prolapse. The patient underwent the concurrent procedures of an anterior bilateral iliococcygeal fixation, anterior colporrhaphy and cystoscopy during mesh implantation. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05327. The same patient is represented in each medwatch.